Event description:
It was reported that during a percutaneous coronary intervention, shaft break and catheter removal difficulty occurred. The 95% stenosed target lesion was located in a diagonal bifurcation in the moderately calcified and moderate to severely tortuous left anterior descending artery. A 2.50 x 20 mm promus element¿ plus stent was used to treat the target lesion. Lots of resistance were encountered as the stent was being pulled out from the non bsc guide catheter, so the shaft of the stent delivery system snapped. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned in two sections. The hypotube was broken at 210 mm from the manifold strain relief. The hypotube was also severely kinked just distal and proximal to location of the break. The hypotube coating had a scratch of 2 mm approximately 6 mm distal to the break point. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft break and catheter removal difficulty occurred. The 95% stenosed target lesion was located in a diagonal bifurcation in the moderately calcified and moderate to severely tortuous left anterior descending artery. A 2.50 x 20 mm promus element plus stent was used to treat the target lesion. Lots of resistance were encountered as the stent was being pulled out from the non bsc guide catheter, so the shaft of the stent delivery system snapped. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.